Manufacturer narrative:
Device being returned to manufacturer, to be investigated on return.

Event description:
User contacted spectrum because of a significant variation in fio2 and sweep flow observed during the case, and a gas outlet alarm was noted. Device was put on the side for review. No patient harm reported and no impact to patient safety.

Manufacturer narrative:
Device being returned to manufacturer, to be investigated on return. Follow up 25-nov-2025: due to circumstances beyond our control, the device has not been received yet. Investigation will commence when the device arrives at hq.

Event description:
User contacted spectrum because of a significant variation in fio2 and sweep flow observed during the case, and a gas outlet alarm was noted. Device was put on the side for review. No patient harm reported and no impact to patient safety.